Event description:
The subject device was used for an uncertain procedure. The probe tip of the device was broken inside the patient. The users didn't find the fragment. But they assume the fragment is taken out with the specimen of the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.